Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Medsun mandatory and voluntary report #(B)(4). Event description: starclose device failure (operator vs product). Physician put starclose sheath in and snapped with step 1. Step 2 clicked and noticed metal piece on tip was down at that time and slider of step 3 was already advanced part of the way. He then pulled it straight out and got another device that worked properly. (Staff words. I was not present). What was the original intended procedure? Arterial closure post cath. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.